Event description:
It was reported the pt experienced intermittent somnolence and confusion with increased pain. The drug in the pump was morphine. At the refill in 2008, 10 ml of drug were aspirated from the pump and 4.7 ml were expected. The following month, 8 ml of drug was aspirated from the pump and 4.8 ml was expected. Dye studies were performed following each of the refills with "good flow" reported. The pump was replaced, csf was returned, and the pump was filled. The hcp reported the pt outcome was non-serious injury/illness.

Manufacturer narrative:
Final device analysis revealed residue noted in between the rotor magnet pinion and the teeth of gear #4 and 5. Caking was noted in the jewel corresponding with gear #4. Gear #4 broke in two pieces during disassembly and came apart while being removed from the jewel with the shaft staying stuck to the jewel. Lower shaft gear wear also was seen. The motor housing, top plate, and gear had some moisture and corrosion present. The motor stalled by itself after being removed from the tube. The roller arm area had some corrosion present, but the roller wheels turned freely. No roller arm movement was seen on x-ray. The primary finding was motor gear shaft wear.